Event description:
It was reported that during an unk procedure, the only info available at this time is that when the clips were loaded in the device, they flew out of it. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.